Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided by the healthcare facility. The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided by the healthcare facility. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection identified damage to the expiratory limb of the returned breathing circuit, which appeared consistent with exposure to an incompatible chemical. Leak testing confirmed that the chamber and dryline of the rt380 adult dual heated evaqua2 breathing circuit were within specification. Conclusion: the reported leak was confirmed and was due to damage on the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology states the following: - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvment.